Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that at the implant procedure the lead broke when they were removing the lead cap from the lead. The lead was unusable. The lead was immediately replaced during the implant procedure, however this resulted in prolongation of surgery. The patient remained under anesthesia. The issue was resolved by replacing the lead. There were no symptoms reported. No further complications were reported or anticipated.